Event description:
Received information the patient had experienced stimulation in the wrong location and loss of therapeutic effect. There is no accident or incident related to this complaint. The patient had a previous cephalic lead migration (approximately 2 inches) about 5 months post-implant. Area of his concern is the right low back. Additional information stated the patient had a documented case of lead migration. He had been putting off a revision for more than a year. His therapeutic effect waxes and wanes, and it has been made clear to him that his system needs to be revised in order to achieve a consistently positive outcome. He refuses, and wants to be reprogrammed around the significant migration, which isn't possible. The patient has gone through a cycle of decision making every few months, which usually began with exacerbation of his pain. If additional information becomes available a follow up report will be sent.

Event description:
Additional review indicated that the information reported in MFR. Report #3004209178-2012-01878 applied to this event.

Manufacturer narrative:
Concomitant products: product ID 377860, lot# v260897004, implanted: (B)(6) 2009, product type lead; product ID 377860, lot# v235488028, implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID neu_siliconeanchor, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).